Event description:
Ventricular threshold continues to rise, intermittent loss of capture, twitching shoulder, high thresholds, lead revision planned ventricular threshold continues to rise, intermittent loss of capture, twitching shoulder, high thresholds, lead revision planned. Considerable increase in thresholds, tachycardia and reprogramming intervention. "Puffed" on activity (sob), hr blunted (49-90 bpm), re-programming, v thresholds improved, sensing thresholds decreased. Mode switches, lower limb oedema. Ventricular thresholds trending up. Device repositioned submuscular on same side due to concerns of device erosion. Atrial lead polarity switch. Atrial sensing dropped; capture thresholds have increased. Ra lead reprogrammed. Patient skin fold putting pressure on ipg increasing risk of erosion. Atrial sensing remains low. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).